Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e- free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("pain when body starts ovulating"), pain ("my body hurts really bad, feels like there are stabbing a knife") and alopecia ("hair loss"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, ovulation pain and pain outcome was unknown and the alopecia was resolving. The reporter considered alopecia, medical device removal, ovulation pain and pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhoea and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : new event "hair loss, e-free", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.